Manufacturer narrative:
B3 is unknown. H3: one device was received for evaluation and repair. The service history review identified this device was last serviced in november of 2022 for having loud noise, specifically at 944 ml/hour. This time, the device was returned for a sometimes-noisy motor issue. Visual inspection found the plunger tube o-ring was damaged. When performing plunger travel and flow delivery accuracy test, there is significant noise being experienced on the unit. The cause was determined to be lack of grease in worm coupling and the damaged plunger tube o-ring. To address this issue, the plunger tube o-ring was replaced and applied silicone grease 111 in worm coupling. The plunger kit was replaced due to cracks found on the left plunger case screw boss while disassembling the unit for assessment. The noise was reduced significantly, and unit passed all functional tests.

Event description:
It was reported that device was sent for preventative maintenance and repair. The pump was sometimes noisy (motor). Analysis found the plunger tube o-ring was damaged. There was unknown patient involvement and unknown patient harm/adverse event reported.

Manufacturer narrative:
Further review of the file found that the complaint is not reportable. The investigation concluded that the device issue was not accuracy related. Please disregard the previously submitted report.